Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was implanted in (B)(6) 2018 after having his original ipp explanted. The patient rates his new ipp at a 3 out of 10 compared to his previous ipp. His main complaint relates to how the pump functions and because he cannot get adequate volume in the cylinders.